Event description:
Spontaneous report, (B)(4). Initial information received on 18-jan-2018 from dentist via sales representative by phone and follow-up 1 information received on 06-feb-2018 from dentist by phone (additional information provided regarding dental procedure, adr, date of treatment and patient's outcome) and by email (incident form completed and radiography). The dentist reported that a (B)(6) male patient, with no specified medical history had been treated with the medical device septoject, dental needle (batch number : #f05459aa) by periapical injection for extraction tooth #26 (definitive tooth), on (B)(6) 2018 and the needle was broken in patient's mouth with no adr reported. The patient was not anxious before dental treatment and was non smoker. On (B)(6) 2018, at the time of throwing the needle, the dentist noted that the needle was broken at the base [hub]. Subsequently, the dentist recalled the patient to perform dental x-ray, which showed that the needle was in patient's mouth. A stomatologist was called to remove the needle in patient's mouth and the dentist sent him on european hospital. An appointment to remove the needle was planned on (B)(6) 2018. At the time of this report, the patient had not yet recovered due to the needle remained in patient's mouth. The dentist reported that she did not twist [bend] the needle before injection, the patient did not move during injection and this incident was occured for the first time. Causality assessment on 09-feb-2018 on initial information received on 18-jan-2018 and additional information received on 06-feb-2018: seriousness: serious (required intervention to prevent permanent impairment/damage). Expectedness: foreign body in gastrointestinal tract: unexpected fr/us. Needle issue: unexpected fr/us. No adverse event: expected fr/us. Causality latency - compatible, recognized association - no, analysis - needle breakage occurred without adverse events in a (B)(6) male patient. The possible causes may be an excessive pressure or movement of the needle during injection, and/or the use of a needle size inappropriate to the type of procedure or needle defect. Investigation on the product is pending. Given that no further details are available for the moment, the causal relationship between the device and the event was considered as not assessable. Dechallenge - na, rechallenge - na, concluded causality who: not assessable.

Manufacturer narrative:
All the canulas used to manufacture this batch of needles were delivered to us with a certificate of compliance with the iso 9626 standard (relative to the stainless steel needle tubing). Stiffness and breakage tests comply with the requirements of the iso 9626 standard. Additional bending tests carried out on the 7 non-used needles returned as well as 33 needles from reserve samples from same reported batch - in order to check the needle breakage rate in extreme conditions of use - did not show any abnormality. Other tests performed with a dynamometer on the 7 needles returned as well as 13 needles from reserve samples on the same reported batch number -- in order to measure the force required to break the cannula -- did not show any defect. The description of the complaint indicates that the needle was not bent, that the patient did not make any sudden movement and that the incident occurred during a periapical injection. Therefore, given the information in our possession on the circumstances of the incident, the possible causes for the reported problem may be excessive pressure or movement of the needle during injection, insertion of the needle to hub or non-observance of single use. Final comments from the manufacturer: investigation and tests allow us to set aside a failure of the cannula. Considering the description of the incident and as no defect was detected on the needles from this batch during analysis and tests, no root cause could be identified for the reported problem. The incident may be due to the non-observance of warnings or cautions on the IFU leaflet. No other similar complaint was recorded on this assembly batch out of 388,000 needles sold. The incident was notified to ansm by septodont (ansm no: (B)(4).

Event description:
Follow-up 1 information was received on (B)(6) 2018 from the dentist by phone and from the quality department by email. The dentist confirmed that the needle was removed and the patient was fine. The piece of needle has been thrown away. No operation report was available. The company received the investigation report: investigation and tests allow us to set aside a failure of the cannula. No more information was expected. Causality assessment re-evaluated on (B)(6) 2018 on follow-up 1 information received on 20-mar-2018: needle breakage occurred without adverse events in a 18 year old male patient. The possible causes may be an excessive pressure or movement of the needle during injection, and/or the use of a needle size inappropriate to the type of procedure or needle defect. The patient recovered from the reported event. Quality test performed didn't show a failure of the canula. Therefore, the causal relationship between the device and the event was considered as unlikely. Concluded causality who: unlikely.